Event description:
Caller reported a cracked and shattered touchscreen on their device, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to put the pump into storage mode and advised the caller to return the faulty pump to tandem within 10 days using a prepaid label to avoid charges. The caller was informed about programming their settings and connecting their continuous glucose monitor (cgm) to the replacement pump that was sent to them. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.